Event description:
Baxter sweden reported that the pt connector was "suddenly crooked/warped" and the blind pt bit the connector to adjust it, then held the connector in 70% pure alcohol for 5 minutes. The pt then used the set and 2 days later was diagnosed with peritonitis. The pt was hospitalized from 2001 through 2001. The pt was treated intraperitoneally with an initial dose of 1 gram vancomycin, then subsequently 50 mg 4-5 times. The pt has since recovered fully and has been retrained on proper technique and protocol.